Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with unspecified antibiotics for the event. Pd therapy was ongoing. According to the reporter the peritonitis has been treated successfully. The cause and hospitalization were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.